Manufacturer narrative:
Concomitant products: product ID: 388928, lot# 0206044871, implanted: (B)(6) 2012, explanted: (B)(6) 2014, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of lead model 388928 ln: 0206044871 found no significant anomalies. The lead body was stretched.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a couple of months after implant, the patient complained of stimulation going into her leg. The physician assumed that the lead had moved, but x-ray was unable to confirm any visible movement. The lead was removed on (B)(6) 2014 without issue and replaced. The patient then had good stimulation at low voltage. The reason for removal was listed as ¿dislodgement or migration.¿ the patient recovered fully and there was no patient injury. The lead was going to be returned.

Manufacturer narrative:
(B)(4).